Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfile of the treatment day shows the reported problem can be confirmed and is most possible caused by bad docking and patient¿s eye movement. The system shows no deviation that can contribute the reported problem from the technical side. No technical root cause was identified as the system was operating within specifications. The possible root cause is docking technique or patient¿s eye movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an interruption of flap creation at 50% of the bed cut due to a low suction two error message. The vacuum was retested and all test passed. The treatment was completed with no patient harm. Additional information received states that the flap was not completed but treatment was changed to photorefractive keratectomy. The patient was seen at a one day postoperative visit and noted good vision.